Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right ventricular lead of a dependent patient exhibited intermittent capture, noise and impedance issue. The patient was symptomatic, experiencing syncope. The lead was capped and replaced. The patient's condition was stable post procedure.